Event description:
Upon extracting the endo catch bag from the patient, it was noticed a piece of plastic missing from the endo catch device. The bag for the endo catch had ripped during the procedure, and a piece of the plastic was in the patient. Physician assistant (pa) quickly found the plastic and extracted it from the abdominal cavity. Manufacturer response for laryngoscope, endoscope, endo catch gold (per site reporter) no response yet.

Event description:
Upon extracting the endo catch bag from the patient, it was noticed a piece of plastic missing from the endo catch device. The bag for the endo catch had ripped during the procedure, and a piece of the plastic was in the patient. Physician assistant (pa) quickly found the plastic and extracted it from the abdominal cavity. Manufacturer response for laryngoscope, endoscope, endo catch gold (per site reporter), no response yet.